Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised troubleshooting and following actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised troubleshooting and following actions. The lead remains in use. No adverse patient effects were reported. Subsequently, this lead was explanted. No additional adverse patient effects were reported.